Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments that the epg was unable to turn on and that the front display screen was cracked. It was noted that the output connector assembly, upper case and lower case were broken. It was further noted that display wire was pinched, wire insulation was exposed. Insulator label and two case screws were noted to be missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on and the front display screen was cracked in the lower left corner. There was no patient involvement.